Manufacturer narrative:
Other relevant device(s) are: product ID: ev olutpro-26-us, serial/lot #: (B)(4), ubd: 05-mar-2020, UDI#: (B)(4). Product analysis: the valve remained in the patient and the delivery catheter system (dcs) was discarded by the facility; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the nosecone of the delivery catheter system (dcs) caught the outflow portion of the valve and dislodged the valve. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.